Manufacturer narrative:
The device was returned to resmed for an extensive engineering investigation. The investigation methods, results, and conclusion are not finalized at this stage. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device displayed system fault (sf74 and sf223) error messages. There was no patient injury reported as a result of this incident.

Manufacturer narrative:
The astral device was returned to resmed for an extensive engineering investigation. Review of the device data logs confirmed the occurrence system fault sf223 error, however, performance testing was not able to reproduce this device fault. Review of the device data logs confirmed a single occurrence of system fault sf74. Based on all available evidence and previous investigations of similar complaints, the investigation determined that the sf74 error was most likely due to a software issue and the main circuit board (pcb) was replaced to address this issue. The sf223 error was most likely due to a defective peep motor in the pneumatic block and the pneumatic block was replaced to address this issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed that an astral device displayed system fault (sf74 and sf223) error messages. There was no patient injury reported as a result of this incident.